Manufacturer narrative:
Patient information, patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on two patients. The results provided were: (B)(6) 2019 sid (B)(6) initial = 2.60ng/ml / repeated on same analyzer = <0.1ng/ml (normal range 0.0 - 0.4ng/ml and diagnostic cutoff is 0.4ng/ml); (B)(6) 2019 sid (B)(6) initial = 0.59ng/ml / repeated on same analyzer = <0.1ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of the ticket trending and a search by lot 46392un19 did not identify an increase in complaint activity related to the complaint issue. The customer's architect i1000sr instrument logs were reviewed using abbottlink and log-ic for the samples tested in september 2019. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Return testing was not completed as returns were not available. Historical performance of reagent lot 46392un19 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 46392un19. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer's issue as retests gave negative results, indicating a possible sample integrity/handling issue. Based on the investigation no product deficiency was identified for the architect stat troponin-I reagent, lot 46392un19.